Manufacturer narrative:
The events of lymphoma alcl and seroma late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation was lymphoma alcl. Allergan is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. This is a known potential adverse event addressed in the product labeling.

Event description:
Regulatory agency provided information where a physician reported their patient presented with "unilateral swelling and firmness" eight years after implanting. Patient was diagnosed with bia-alcl of an unspecified side and seroma late. As pathological markers confirming alcl have been received the event will be captured as alcl lymphoma. The device was explanted, a total capsulectomy was performed, and patient received "3 cycles chop." The patient is currently "doing well".

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).